Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room with a slow vt below the cutoff rate. The patient was experiencing fatigue, angina, and low blood pressure. Lead impedance was observed to be low and the patient also recieved a vibratory alert. The lead was capped and replaced due to the low impedance. No further information was available.